Event description:
Reporter alleged the lancet needle that is a part of the multiclix lancing sys used in finger-stick blood glucose testing, does not retract and sits outside the device cap. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.